Event description:
It was reported that the foley catheter tubing closest to the patient often became discolored and kind of shriveled before the month was up. It was stated that the tubing had a discolored fluid yellowish and the bulb was in a very poor condition and caused trauma and bleeding when withdrawn from urethra.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned was returned for evaluation. It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be ¿short latex dwell time" or "latex dip speed out too slow". A DHR review is not required as the lot number is unknown. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation of needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the foley catheter tubing closest to the patient often became discolored and kind of shriveled before the month was up. It was stated that the tubing had a discolored fluid yellowish and the bulb was in a very poor condition and caused trauma and bleeding when withdrawn from urethra.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.